Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the procedure was for a critical patient acuity 1 who needed a central for bp management. When inserting the line the wire coiled and was unable to be advanced and had difficulty removing." No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the procedure was for a critical patient acuity 1 who needed a central for bp management. When inserting the line the wire coiled and was unable to be advanced and had difficulty removing." No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned a guide wire, a 4-l catheter, and a product lidstock for evaluation. The guide wire was partially advanced within the catheter and was unraveled. The components showed evidence of use in the form of dried blood. Visual examination revealed the guide wire was unraveled from the distal weld and was kinked/distorted in several locations along the body. The core wire at the distal j-bend was deformed and exposed out of the coil wire. The returned catheter shows evidence of use but no obvious defects or anomalies. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. Both welds were present and appeared full and spherical. Microscopic examination of the catheter did not reveal any defects or anomalies. The guide wire length from the proximal weld to the point of separation on the core wire measured 601mm which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .790mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. The catheter body length measured 215mm which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter body outer diameter measured 2.87mm which is within the specification limits of 2.87mm-2.97mm per the catheter extrusion graphic. The guide wire was dislodged from the catheter. Dried biological material was observed on the portion of the guide wire that was within the catheter body. Once the biomaterial was cleared from the catheter body, a lab inventory guide wire with a diameter of .032" was inserted through the catheter. Little to no resistance was observed as the guide wire passed completely thought the catheter. Performed per IFU statement "thread tip of catheter over swg. Sufficient swg length must remain exposed at hub end of catheter to maintain a firm grip on swg". A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso (B)(4) standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the procedure was for a critical patient acuity 1 who needed a central for bp management. When inserting the line the wire coiled and was unable to be advanced and had difficulty removing." No patient harm reported.